Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Customer allegedly received the following results, with three different meters, within 10 minutes: 29.9 mmol/l (system 1), 8.5 mmol/l (system 2), and 14.4 mmol/l (system 3). The strips used in the comparison were from two vials obtained from the same lot/box. No serious injury reported. Requested return of suspect device for evaluation and replacement was provided.